Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Internal insulation abrasions were found at 8.7-8.9 cm and 9.3-10.7 cm from the electrode tip. The etfe coating was intact at these locations.